Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the keypad was thinning and all of the buttons were difficult to push and had an intermittent response. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and faded. Also unrelated, the spring was detached from the returned battery cap.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.